Manufacturer narrative:
This report is submitted on march 8, 2021.

Event description:
Per the clinic, the patient experienced an infection (cellulitis and pus) at the abutment site that was treated with oral and topical antibiotics. The abutment was removed. The implant remains in-situ.